Event description:
The customer reported a clear fluid leaked from the unit involving access 2 immunoassay system. The customer stated the fluid appeared to be wash buffer and leaked inside the unit. It was confirmed no leak from the fluidics tray. Beckman coulter, inc customer technical support (cts) advised the customer to wear appropriate personal protective equipment (ppe) prior to troubleshooting. Cts informed the customer of potential biohazards and safety hazards associated with troubleshooting and advised to remove jewelry and use properly installed tools to minimize risks. The customer inspected the interior of the unit and noted no salt build-up or leak. The customer noted the waste container was not leaking. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the "waste bottle full" sensor was not operating correctly. The fse replaced the fluid tray sensor harness and resolved the issue. The fse verified service repair as specified per established procedures. The results conformed to the manufacturer's published performance specifications. The customer has a biohazard plan in place to clean up fluid spills. (B)(4).